Event description:
New information received states that the patient underwent lead revision due to lead noise and dislodgement. The right ventricular lead was explanted and replaced. An insulation breach was noted when the lead was extracted. The patient was stable post procedure.

Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of electrograms (egms), high ventricular rate episodes, multiple noise reversion episodes and oversensing of atrial signals were noted. It was suspected that there could be potential myopotential oversensing noted on some electrograms (egm's), however it was later confirmed that they were actually noise on the right ventricular lead that resulted in oversensing. It was noted that there was decrease in sensing measurements immediately post implant. A drop-in pacing lead impedance measurement was also noted. The capture threshold measurements were normal. The patient had a history of ongoing atrial tachyarrhythmia. Dislodgement of right ventricular lead was confirmed via x-ray. Programming changes were made. Lead revision was discussed. The patient was in stable condition.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for analysis. The reported events of noise over-sensing, r-wave variation, low impedance, and ¿lead insulation breach¿ were not confirmed. Analysis did not find any anomalies. The damage found was sustained during the surgical procedure. The lead was otherwise normal.